Event description:
A device was used during an esophageal carcinoma resection. The device was very difficult to fire. Once fired, it was noted that the device fired an incomplete staple line. The surgeon hand sutured the anastomosis to complete the case. Operating room time was extended by 2 hours.